Event description:
It was reported that the decanter transfer device has brown contaminants on the spike, prior to inserting the device in the medication vial. No patient injury, infection, or complications were reported.